Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high number of the sensing integrity counter (sic) oversensing episodes which triggered a sensing integrity alert. It was also reported that the right atrial (ra) lead exhibited possible occasional undersensing on stored electrograms (egm). The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.